Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the surgeon asked for pump to be started. The perfusionist went to start the pump and approximately 5 minutes later, the pump was noted to still be off. The perfusionist then started the pump per the surgeon¿s request. The perfusionist swore they turned it on the first time. The historical data was reviewed which showed only 1 pump start in the time frame in question. The ventricular assist device (vad) coordinator sent log files for review and technical services also confirmed there was only 1 pump start. The patient was not affected, and the vad equipment was working appropriately.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with the report that the pump did not start up as intended. A specific root cause for this event could not be conclusively determined through this evaluation. The system controller and left ventricular assist device event log files contained relevant events from the reported implant date of (B)(6) 2025, per the timestamps. During the suspected event timeframe, it appeared that an attempt was made to start the pump; however, an intentional pump stop event was captured shortly after this attempt. This intentional pump stop event lasted approximately 6 minutes and appeared to be the result of the system controller sending a command to disable pump auto-start, per design, due to the pump resetting while the fixed speed was set below 4000 revolutions per minute. A specific cause for the pump resetting could not be conclusively determined through this evaluation. Following the intentional pump stop event, it appeared that the pump was started up without issue. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 4, "heartmate touch¿ communication system", provides instructions on how to start and stop the pump. This section also noted that if the pump speed is set below 4000 revolutions per minute, pump start is not automatic. Chapter 5, ¿surgical procedures¿, describes how to prepare, run, and prime the pump. This section also explains how to initiate the pump by pressing the pump start button. The pump may take up to 10 seconds to start. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files could not confirm the reported event of the pump failing to start. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that five minutes after the pump was started, it was noted to still be off. Perfusion then started the pump per the surgeon's request. It was noted that the patient was not affected the equipment was working appropriately. The system controller event log file contained relevant events from the reported implant date of (B)(6) 2025, per the timestamps. The first several events captured on 05jun2025 appeared consistent with pump priming procedure prior to implant. The driveline was disconnected shortly after this timeframe and was reconnected approximately 10 minutes later. An intentional pump stop was captured shortly after reconnection of the driveline, lasting approximately 40 minutes. A final intentional pump stop was captured shortly after this timeframe, lasting approximately 6 minutes. Following this timeframe, the pump ramped up to the set speed without issue. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 4, "heartmate touch¿ communication system", provides instructions on how to start and stop the pump. Chapter 5, ¿surgical procedures¿, describes how to prepare, run, and prime the pump. This section also explains how to initiate the pump by pressing the pump start button. The pump may take up to 10 seconds to start. No further information was provided. The manufacturer is closing the file on this event.